Event description:
01/2002 acct. Alleges that when transferring patient from gps to an or table, the brakes let loose and the gps moved away from the table. Patient fell to floor. No injuries reported.